Event description:
Additional information was obtained: a lead fracture is suspected. As the ejection fraction has not been impaired by the absence of this left ventricular lead stimulation; no lead revision is intended at this time.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed no capture in all configurations at maximum output settings. In addition, impedance measurements were high out of range. Impedance trending revealed a sudden impedance measurement increase. The patient with this lead is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this lead remains implanted and no revision is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available inforamtion, this lead remains implanted. Should additional information become available, this event will be updated.